Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and advised the customer that their device is no longer under warranty and there is no repair service for the device. Physio recommended that the customer remove the device from service. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that a known good battery was installed in their device, but the device would still not power on. There was no patient use associated with this event.